Manufacturer narrative:
Information was received via literature. Please reference literature at the following location: http://www.ncbi.nlm.nih.gov/pubmed/19056213. (B)(4) the devices were not returned for review, therefore their conditions cannot be described. The device history records could not be reviewed as the item/lot numbers are unknown. The devices were used in treatment. No applicable patient history is available for review. Compatibility of the devices is unknown. A complaint history review could not be performed with the lack of identifying product information. With the information provided, it is likely that the patient falls caused or contributed to the dislocations.

Event description:
It is reported two dislocations occured during falls within the first 24 hours, which were treated with a closed reduction.